Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment appears related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip device referenced is filed under a separate medwatch MFR number.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that two mitraclips were successfully implanted on (B)(6) 2016. On (B)(6) 2016, mitral regurgitation was noted to be increased to 4+ and one of the mitraclips was found to be attached to the anterior leaflet only. A second clip procedure was performed. The first mitraclip delivery system (cds) functioned normally outside the anatomy and in the left atrium. After the shaft was fully advanced into the left ventricle, when the lock lever was retracted to the blue line to unlock the clip, the shaft deflected medially. The shaft deflection prevented the cds from getting to the desired position. The cds was removed without incident and replaced with another cds which was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.